Event description:
It was reported that the foley catheter balloon had burst or did not inflate. New and bigger size catheter (14 ch) used by the surgeon. Per follow up information received on 02apr2025, it was reported that the surgeon who inserted the catheter said that they believed the balloon burst after inflating. Per follow up information received on 28mar2025, there was no immediate untoward reaction, impact noted on the patient when it happened. The patient was still experiencing side effects of anesthetic after the operation and was still too drowsy to be asked when the patient left operating theatre.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon had burst or did not inflate. New and bigger size catheter (14 ch) used by the surgeon. Per follow up information received on 02apr2025, it was reported that the surgeon who inserted the catheter said that they believed the balloon burst after inflating. Per follow up information received on 28mar2025, there was no immediate untoward reaction, impact noted on the patient when it happened. The patient was still experiencing side effects of anesthetic after the operation and was still too drowsy to be asked when the patient left operating theatre.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.